Event description:
A report was received that the patients lead was damaged. It was also mentioned that the broken part was still remained subcutaneous in the body.

Manufacturer narrative:
Device evaluation was indicated that the visual inspection revealed that the top three electrodes are separated from the distal end. Electrodes 1-3 were not returned. Cables are exposed at the fracture location. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that the patients lead was damaged. It was also mentioned that the broken part was still remained subcutaneous in the body.